Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawers 2.1 and 2.2 were not detected on the bus. The field service engineer (fse) re-seated the associated cabling, including the ribbon cable to the controller boards for each drawer. When connecting the pixie bus cable, the fse observed a thermal impact where the cable shielding was compromised, with a scorch mark noted on the back of drawer number 5. The cable was replaced and restarted the station, and found there were no failed sword spaces, and the service was restored. The device was tested in a hardware test application and the customer checked in inventory. The system functioned as intended after the field service engineer repaired the device.